Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6: conclusion: the overall complaint was confirmed for the received device as the device tip was twisted and slightly bent. A non-conformance was initiated to address the identified failure of the device. Further investigation will be conducted under this non-conformance. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was deemed reportable during investigation on may 8, 2020. (B)(6). Investigation summary visual inspection: the stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc (p/n 03.130.010 & lot: h569290) was received at us cq. The visual inspection of the received device indicated that the distal cutting profile tip was twisted and slightly bent. Thus the complaint condition was confirmed for the received device. Device failure/defect identified? Yes. Dimensional inspection: the dimensional inspection cannot be performed due to post-manufacturing damage. Document/specification review: the following drawing(s) were reviewed: stardrive screwdriver shaft t4, self retaining hex coupling. Complaint confirmed? Yes. Conclusion: the overall complaint was confirmed for the received device as the device tip was twisted and slightly bent. While no definitive root cause could be determined, it is possible that the excessive torque/force was used during screw insertion, resulting in the twisted tip. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history: part #: 03.130.010. Synthes lot number: h569290. Manufacturing site: synthes monument. Release to warehouse date: (B)(6) 2018. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during routine incoming inspection of a loaner set, it was observed that the screwdriver was bent. There was no known patient or hospital involvement. This is report 1 of 1 for (B)(4).